Manufacturer narrative:
The customer's glidescope titanium lopro t4 reusable laryngoscope is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported device serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope titanium blades does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope titanium lopro t4 reusable laryngoscope during a patient procedure, the vision was blurry and users were unable to visualize the patient's airway. No delay in procedure, use of a backup device, or harm to the patient was reported.